Event description:
The user facility reported that during a patient procedure two wires of their cryo decompression tube were exposed and resistance was felt by user facility personnel while operating the tube. User facility personnel attempted to straighten out the wiring of the tubing but were unsuccessful. The procedure was completed successfully following a short delay using another device. Upon completion of the procedure, crepitus was noticed on the back of the patient's neck. Medical treatment was administered to remove the crepitus; however, it is unknown what type of medical treatment was administered.

Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, an exact cause of the reported event cannot be determined. The cryo decompression tube instructions for use states, "inspect the pouch contents for damage prior to use. Do not use the active venting cdt if any part of the product is damaged in any way. Do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist. Expired product should not be used." Steris offered in-service training on the proper use and operation of the cryo decompression tube; however, the user facility declined. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.